Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that a patient alert has triggered 2 to 3 times per day since discharge. It was also noted that the patient has notified his physician. No patient complications were reported as a result of this event.